Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, a fragment of the lv lead was still connected to the header bore of the ICD, as mentioned in the complaint description. The ICD was interrogated, revealing the battery status mos2 and 22 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified, indicating the battery status to be normal and as expected. The header of the ICD was inspected in detail. In agreement with the clinical observation, removal of the lead fragment was difficult. Once the lead fragment could be removed, coagulated blood rests were noted inside the header bore as well as on the lead fragment. It is reasonable to assume that the coagulated blood let to the reported difficulties during the lead extraction. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
It was reported that during a regular box change, the connector of the lv lead could not be removed from the header of the ICD. After several attempts to get the lead out, it eventually broke. The plug is still in the enclosed unit, the rest of the electrode remains in the patient. The patient had to have a new lv electrode implanted in a second operation. Should additional information be received, this file will be updated.